Event description:
Reporter indicated that the patient had been seizure free for over a year, and experienced break through seizures in (B) (6) 2009. From the information received, there does not appear to be any planned interventions for the issue, other than medication changes, but the information does not indicate that this occurred. All attempts for further information from the patient treating neurologist have been unsuccessful to date, therefore, the relationship between the events and vns therapy cannot be determined.